Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the screw found minor scratches on the tapered neck and the head is cracked and deformed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total hip arthroplasty procedure. During the procedure, the screw would not insert into the screw hole of the cup. The customer completed the procedure with another screw. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.